Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This pacemaker was explanted over three years later for reported normal battery depletion and was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and ventricular loss of capture. Boston scientific technical services (ts) was contacted for assistance and reviewed the electrogram (egm) of a non-sustained ventricular tachycardia (nsvt) episode. Ts discussed that loss of capture was possible and there appeared to be non-physiologic noise and programming options to minimize oversensing. The device was reprogrammed. As the patient had an underlying rhythm so there were no adverse patient effects. This device remains in service.